Manufacturer narrative:
Device received with loose drive support disk. Unit passed the displacement test. Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to verify prime/fill anomaly and perform occlusion test, compromised force sensor system test and excessive no delivery test due to compromised force sensor system alarm during basic occlusion test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had priming anomaly. The customer's blood glucose was unknown at the time of incident. The insulin pump was squirting out insulin and the drive support cap of the insulin pump was loose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.